Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer went to the hospital with a blood glucose value of 789 mg/dl and small ketones. Customer attempted to address the elevated blood glucose level by delivering a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and customer was released on 7/10/23 with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.